Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the empty pump reservoir, it was noted that the they didn¿t know and that the patient had moved to north carolina. The circumstances that led the patient¿s spinal pain, having been hospitalized regarding arm and leg weakness, light-headedness / dizziness and muscle spasms was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that they had limited history, but the patient had spine pain and they planned to do magnetic resonance imaging of the total spine. It was unknown if the procedure was due to a problem with the patient¿s device or therapy. Regarding the date of the event, it was believed to have occurred over the weekend, but they were not sure; date of event was unknown. Additional information was also received via an alternate hcp on 2019-jan-02. It was reported that the pump¿s reservoir was empty. They were unsure how this was confirmed or when that had happened. The patient experienced a sudden change in therapy/symptoms. The date of the event was unknown. Compatibility guidelines regarding magnetic resonance imaging (MRI) was requested. The patient was having an MRI of their head, cervical spine, and thoracic spine. The patient was seen in the emergency room and hospitalized due to a history of leg and arm weakness since (B)(6) 2019 and those symptoms worsened over the weekend with complaints of lightheadedness, dizziness, and muscle spasms which occurred suddenly. The date of event was described as (B)(6) 2019 (month and year known only). On (B)(6) 2019 an hcp (MRI technician) reported that the patient had two ¿batteries¿ implanted. The manufacturer¿s device registry only showed one pump implant. Confirming with the patient or hcp regarding other possible implanted devices was being considered. The reporter was redirected to the national answering service to page a company representative. No further patient complications have been reported as a result of this event.